Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that customer experienced high blood glucose of 489 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin pump and set change. Customer does not alleged under delivery on insulin pump. Insulin pump will not be returned for analysis.